Event description:
Physician was performing a right nephrostomy tube exchange on a (B)(6)pregnant. As the catheter was being removed, it fractured and part of it broke off in the soft tissue. The physician was unable to retrieve it after multiple attempts. The pt and her mother were informed of the incident. The tube is moving towards the skin which may make it easier to retrieve. The pt was given the option at that time to return the operating room for retrieval but chose to wait. A new 10 french tube was reinserted and sutured in place. This may be a known complication.